Manufacturer narrative:
The returned sample was visually inspected upon receipt, during which no evidence of excess buffer was anywhere on the sample or within the returned pouch. It was noted that the unit was still filled with buffer solution. The buffer was then emptied from the shunt sensor and leak tested. It was gradually pressurized in a water bath to roughly 1000mmhg for 30 seconds. No leaks were observed. The sample was then coupled to a bpm head and the test was repeated. Again, no leaks were observed from the device. Review of the device history records revealed no anomalies. A definitive root cause could not be determined, and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code 11.(B)(4)

Event description:
The user facility reported to terumo cardiovascular systems that, out of box, the shunt sensor was leaking buffer solution. *no patient involvement as this occurred out of box.